Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-04952. Related manufacturer reference number: 2017865-2022-04954. Related manufacturer reference number: 2017865-2022-04955. It was reported that the patient presented in clinic for a follow up with inappropriate therapy delivered by the implantable cardioverter defibrillator in some of the recorded episodes of mode switching due to over-sensed noise. During the in-clinic check, infection was also noted. Inappropriate therapy was also noted to be delivered during the explant surgery, when the patient was under anesthesia. A magnet was also not placed on the device to prevent therapy during surgery. The device and leads were explanted successfully due to infection. The patient was in stable condition post-procedure.